Event description:
It was reported that on (B)(6) 2023 during a selenia dimensions procedure during a stereo biopsy procedure the device needle went through the whole breast and made contact with the detector. A field engineer examined the equipment and determined that targeting issues were found due to calibration. The equipment was calibrated and test and the system was fully functional. No harm to the patient or staff reported.